Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and pump error. The customer¿s blood glucose level was unknown. The customer reported that the buttons were stopped responding and also received pump error. The customer reported that they were unable to clear the alarm. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed self test and displacement test. All buttons function properly. No a13 alarm and frozen display noted during the testing. No damage in the keypad assembly noted.